Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4 lbs due to faulty force sensor resistor. The insulin pump was received with cracked display window corner, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 135 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the piston continued to move forward after reservoir contact. The customer stated that the insulin pump was not dropped, bumped and exposed to moisture. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.